Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported approximately 1ml of blood leaked from the hub of a maxzero during a transfusion at 4ml/hr., total volume not specified. The leak was discovered by the nurse who replaced the extension tubing and notified the (B)(6) who directed the nurse to give that 1ml at the end of the infusion. There is no report of patient harm.

Manufacturer narrative:
Correction to initial submission: reportable awareness date for the initial MDR was 04/19/2016. The customer¿s report of leaking from a maxzero valve was not confirmed or replicated. Both maxzero valves on the bi-fuse extension set functioned effectively throughout investigational testing. The root cause of the reported leak could not be determined.

Manufacturer narrative:
(B)(6). Concomitant medical products: remove concomitant ext tubing.